Event description:
It has been reported to philips that the system would not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that there was a glitch in the bios of the main host computer causing the host pc to not complete the boot sequence. Fse resolved the issue by pressing the reset button on the front of host pc and rebooted the system multiple times. After resetting button of host pc and rebooting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.